Event description:
Patient was receiving electric stimulation for functional stim strengthening of the pelvic floor when patient screamed out-loud that the machine was "burning her." I immediately pulled the probe cord from the machine to disconnect the electric stimulation. FDA safety report ID # (B)(4).